Event description:
A report was received that the patient's remote control had difficulty communicating with the ipg. The patient will undergo an ipg replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The ipg was believed to be not working anymore. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient's remote control had difficulty communicating with the ipg. The patient will undergo an ipg replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Device evaluation indicated that the complaint the ipg wasn't functioning and communicating with the remote control could not be verified. A known good remote control was able to communicate with the ipg and it was able to adjust stimulation parameters without any anomalies. Upon receiving, the battery of the device measured 3.58 volts, and the device was connected with a test remote control. The device properties, fault log, and program use logs were retrieved successfully, but the battery and system data logs were not read due to corrupted address of the log data the firmware holds. Later, some portion of system data log was retrieved and revealed that the device battery depletion rate was normal. Most of the functional test passed, but it prevented to perform the reed switch and watchdog timer reset tests. The magnet reset count was 45. Due to the inability of reading full system data, the timing of the address corruption was unknown.

Event description:
A report was received that the patient's remote control had difficulty communicating with the ipg. The patient will undergo an ipg replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
(B)(4) the complaint the ipg wasn't functioning and communicating with the remote control was verified. The source of the anomaly was due to intermittent internal resistance of the battery. Upon receiving the device was able to communicate with a test remote control and the device properties, and fault and program use logs were retrieved successfully. However, the battery and system data logs were not read due to corrupted address of the data the firmware holds as a result of preexisting battery failure. Later, some portion of the system data log was retrieved and revealed that the device battery depletion rate was normal.

Event description:
A report was received that the patient's remote control had difficulty communicating with the ipg. The patient will undergo an ipg replacement procedure. Device malfunction was suspected.